Event description:
It was reported that during the procedure in the left anterior descending artery (lad), a 2.5x15 rx promus stent was successfully implanted with complete wall apposition. That afternoon, the patient was brought back to the cath lab and complete closure of the lad was diagnosed. A 2.5x8 promus stent was deployed for treatment of thrombosis. Cardiopulmonary resuscitation was performed. The patient expired on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. Thrombosis and death are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.